Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A query of the complaint handling database was not performed because a failure mode was not reported. Reportedly the device the physician in training removed the device instead of depressing the plunger. It should be noted that the proglide instructions for use (IFU), states: use your other hand to deploy needles by pushing on the plunger assembly until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. The investigation determined the reported IFU violation was due to operator error and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The four additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an interventional impella coronary procedure. Reportedly, the first two devices were deployed but there was no suture present when the plunger was removed. Three more proglide devices were attempted; however, as the physician was in training he did not follow the steps according to the instructions for use (IFU) and instead of depressing the plunger, he removed it, causing the devices to not work as intended. The sheath was upsized to a 14f and the interventional impella coronary procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.